Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons after three months of being implanted. No additional adverse patient effects.